Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the patient arrived from operating room with morphine drip running. It was noted that tubing disconnected from the patient line. Although requested, additional information was not provided.